Event description:
It was reported that the user experienced recurring alert 38 motor stall alarms during meal announcements, with insulin delivery starting and then stopping at approximately 1¿2 percent, and the user removed the cartridge without a full rewind on one occasion while otherwise following setup steps. Symptoms included no reported adverse clinical effects. Outcomes included device interruption and the user transitioning to multiple daily injections. Investigation included call troubleshooting, device restart, a dry run to 50 units, and repeated attempts to announce a meal, which reproduced the motor stall alert. Investigation of this case revealed consecutive stalled motor events consistent with a pump motor drive stall during bolus delivery, suggestive of a delivery mechanism or cartridge handling issue. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical delivery stall consistent with use-related cartridge handling and motor stall behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.